Manufacturer narrative:
H10 h3,h6: the reported device, intended for use in treatment, was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. There was a relationship found between the returned device and the reported incident. The complaint of handpiece sensor fault was confirmed. A functional evaluation was performed and the mdu failed with a hand piece sensor fault. Cause of sensor fault is a defective hall board. Motor and power cord passed functional testing. The complaint investigation has concluded that the cause of the hand piece sensor errors is a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Reference: case(B)(4).

Event description:
It was reported that the motor drive unit, hand cntrl, pwrmx el was not operable, error bad sensor during set up for an ortho procedure. The procedure was completed with a smith and nephew back up device. No patient injury, delays or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.